Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of interrogation difficulty and it was attributed to the radiofrequency programmer head connector on the link electronic module (lem) board being loose and therefore the lem was replaced and calibrated. Analysis also noted that the hard drive health was at less than 100%, that the #25 speed button on the printer keypad functioned only intermittently and that the stylus cable had a small cut though it remained functional. The hard drive, printer keypad and stylus were all replaced to resolve and the stylus calibrated.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: r2290 software analyzer. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate. It was further reported that the radiofrequency programmer head had been changed out but that it did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.